Event description:
It is reported that the pt was revised in 2009, due to the proximal locking screws backing out from the plate. Implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.